Event description:
It was reported to st. Jude medical that the device was explanted due to a telemetry anomaly and battery eri (elective replacement indicator). It was also reported that during explant, a purple arc mark was observed on the header can.